Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. Furthermore, user facility stated: "the patient has decided that the burn was not so bad and they will not pursue the adverse event report." An examination of the subject device by a lumenis trained technical expert concluded by stating: "was unable to duplicate any of the errors, however, they were observed in the error log. Engineer moved temperature sensor location to stabilize coolant temperature reading. Et handpiece replaced due to epi cooling errors." The engineer reported that the et handpiece was replaced and the subject device operated to manufacture specifications. While the information received to date does not confirm that a serious injury occurred and it is uncertain if the malfunction would likely lead to serious injury should it recur the company is reporting the event in an abundance of caution. Lumenis is currently investigating the reported event. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to leg following treatment with a lumenis lightsheer desire laser. Furthermore, user facility reported about system error codes. No report of serious injury or medical intervention has been received except for the initial report from the user facility.